Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
Synergy china registry. It was reported that patient experienced unstable angina. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal left anterior descending artery (lad) extending up to the distal lad with 95% stenosis and was 46 mm long with a reference vessel diameter of 2.5 mm. Target lesion 1 was treated with pre-dilatation and placement of 2.25 mm x 32 mm and 2.50 mm x 20 mm synergy stent systems. Following post dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left circumflex (lcx) extending up to the 2nd obtuse marginal (om) with 95% stenosis and was 36 mm long with a reference vessel diameter of 2.25 mm. Target lesion 2 was treated with pre-dilatation and placement of a 2.25 mm x 38 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Three days later the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Non-target vessel revascularization was performed, and medication was given to treat the event. Four days later, the event was considered to be recovered/resolved and on the same day the subject was discharged on aspirin and clopidogrel. It was further reported that in (B)(6) 2023, the subject was diagnosed with unstable angina due to in-stent restenosis. Target vessel revascularization was also performed. Coronary angiography revealed, 95% stenosis noted in the 2nd right posterolateral segment (rpl) extending to inferior (inf) septal was treated with percutaneous coronary intervention. Post treatment, the residual stenosis was 0%. At the time of reporting the event was considered to be recovering/resolving and the subject was discharged on aspirin and clopidogrel. It was further reported that in (B)(6) 2023, the 95% stenosis was noted in the proximal lad extending to mid lad and not in the 2nd rpl to inf septal as what was previously reported. Four days later, the event was considered to be recovered and resolved and on the same day the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
Synergy china registry: it was reported that patient experienced unstable angina. In october 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal left anterior descending artery (lad) extending up to the distal lad with 95% stenosis and was 46 mm long with a reference vessel diameter of 2.5 mm. Target lesion 1 was treated with pre-dilatation and placement of 2.25 mm x 32 mm and 2.50 mm x 20 mm synergy stent systems. Following post dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left circumflex (lcx) extending up to the 2nd obtuse marginal (om) with 95% stenosis and was 36 mm long with a reference vessel diameter of 2.25 mm. Target lesion 2 was treated with pre-dilatation and placement of a 2.25 mm x 38 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Three days later the subject was discharged on aspirin and clopidogrel. In may 2023, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Non-target vessel revascularization was performed, and medication was given to treat the event. Four days later, the event was considered to be recovered/resolved and on the same day the subject was discharged on aspirin and clopidogrel. It was further reported that in may 2023, the subject was diagnosed with unstable angina due to in-stent restenosis. Target vessel revascularization was also performed. Coronary angiography revealed, 95% stenosis noted in the 2nd right posterolateral segment (rpl) extending to inferior (inf) septal was treated with percutaneous coronary intervention. Post treatment, the residual stenosis was 0%. At the time of reporting the event was considered to be recovering/resolving and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
Synergy china registry. It was reported that patient experienced unstable angina. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal left anterior descending artery (lad) extending up to the distal lad with 95% stenosis and was 46 mm long with a reference vessel diameter of 2.5 mm. Target lesion 1 was treated with pre-dilatation and placement of 2.25 mm x 32 mm and 2.50 mm x 20 mm synergy stent systems. Following post dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left circumflex (lcx) extending up to the 2nd obtuse marginal (om) with 95% stenosis and was 36 mm long with a reference vessel diameter of 2.25 mm. Target lesion 2 was treated with pre-dilatation and placement of a 2.25 mm x 38 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Three days later the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Non-target vessel revascularization was performed, and medication was given to treat the event. Four days later, the event was considered to be recovered/resolved and on the same day the subject was discharged on aspirin and clopidogrel.